Event description:
The co received a report that during surgery the connector separated from the endotracheal tube. The anesthesiologist re-connected the tube to the connector and the pt was not reintubated.

Manufacturer narrative:
It has been requested that the reported device be returned to the MFR for evaluation, however it was discarded and an unused device of the same lot was requested to be returned. If the device is received and evaluated, a follow up will be submitted.